Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on a remote transition that there was noise oversensing on the right ventricular (rv) lead. In office isometric testing and pocket manipulation were unable to replicate noise. The lead remains in use with continued monitoring. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.